Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"After take out the delivery system from the sterile packaging we noticed the shipping retainer was kinked as well as the main body and the deployment grip was moved forward and 2 cm of the secondary inner secondary sheath was out the outer primary sheath." Patient outcome: "the endograft was placed successfully and no incidents were reported after."